Event description:
It was reported that the tip of the shaft of the monopolar curved scissors instrument is damaged, and the scissors are dull and will not cut. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found that the scissors cut cleanly through .006" of latex and the blades are not damaged. Electric continuity passed. Engineering also observed the distal end of main tube has two different sections approximately 2" and .900", with material removed on the side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.